Manufacturer narrative:
UDI # : na. Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of abscess, erythema and inadequate tissue ingrowth are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Typical sterilization processes will degrade the integrity of the device to the point that any device eval would yield inconclusive results. Therefore, request for device return is postponed until allergan can confirm that the device does not require sterilization prior to shipment. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Allergan rep called to report on behalf of the healthcare professional, seri surgical scaffold implanted in the neck was found to be "unincorporated" and there was "redness in the area" and some "pus." The seri surgical scaffold was removed. No info was provided regarding the time frame for onset of symptoms following implantation or removal.